Event description:
A caller reported that the t:slim x2 pump battery was not charging. There was no reported impact on the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.